Event description:
It was reported that the patient presented for a scheduled procedure. Prior to procedure, a fluoroscopy was performed, and externalized conductors were found on the right ventricular lead. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.